Event description:
It was reported that the bronchovideoscope exhibited no image. The reported issue occurred during preparation for use and before the patient was in the room. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the image issue has a blackout. Based on the results of the investigation, it is mostly like that the reportable issues most probable causes are damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.